Event description:
It was reported that the handpiece began overheating during setup before a procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, but based on the quality investigation details the reported condition of the device overheating could not be duplicated. Service will complete any necessary maintenance and repairs.